Event description:
(B)(6) - the end user stated that the 9781 shower chair while using the chair, it collapsed under her, the legs buckled and caused the chair to completely fall down to the bottom of the shower. However, no injury was reported.